Event description:
It was reported that during an unknown procedure, although the articulation lever was rotated to the right side several times, the device did not lock. When the articulation lever moved moreover, it was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation mechanism damaged as the articulation gear and lever were detached from the device. No reload was received for analysis. In addition, the clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.